Manufacturer narrative:
The initial MDR was filed on 17-may-2018. Additional information (11-jun-2018): repeat results for intact parathyroid hormone (intact pth) were obtained with new samples collected from two patients. Sid: (B)(6) - 47.9 pg/ml, sid: (B)(6) - 44.6 pg/ml. Additional information (12-jun-2018): a siemens headquarter center (hsc) specialist reviewed the instrument files and stated that one of the files provided is incorrect and requested the correct file to be provided. The cause of the discordant, falsely elevated intact parathyroid hormone (intact pth) results is unkown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR was filed on 17-may-2018. Supplemental MDR 2247117-2018-00046_s1 was filed on 03-jul-2018. Additional information (06-jul-2018): upon further investigation siemens determined that the necessary instrument files were not available. The cause of the discordant, falsely elevated intact parathyroid hormone (intact pth) results is unknown. Result and conclusion codes have been updated.

Manufacturer narrative:
The instrument files from the immulite 2000 system have been provided for investigation. The cause of the discordant, falsely elevated intact parathyroid hormone (intact pth) results is unkown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated intact parathyroid hormone (intact pth) results were obtained on an immulite 2000 instrument. The discordant results were not reported to the physican(s). One of the samples was repeated on the same instrument resulting lower and matching the patient's clinical profile. The lower result was reported to physician(s). For the remaining samples, fresh sample draws from the respective patients have been requested. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated intact pth results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant, falsely elevated intact pth results.